Event description:
Same case as MDR ID#: 2134265-2014-01532. It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The long target lesion was located in the heavily calcified left anterior descending artery (lad) with 95% stenosis. A 3.50x24mm promus premier stent was advanced, but failed to cross the lesion. The stent was removed and it was noted that the stent strut was lifted off the balloon. Then another 3.50x12mm promus premier stent was advanced, but also failed to cross the lesion. It was noted that the stent was damaged. The stent was removed. The procedure was not completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that the crimped stent was damaged at its distal end. An examination of the crimped stent found that struts on the 1st and 2nd rows from its distal edge were deformed and lifted upwards from the stent profile. No other damage was visible along the remainder of the stent. A microscopic examination of the device also found that the bumper tip was damaged. It was noted also that the port bond region was torn. The hypotube was kinked at various locations along its length. The balloon was examined and no issues were noted with its profile. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2014-01532. It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The long target lesion was located in the heavily calcified left anterior descending artery (lad) with 95% stenosis. A 3.50x24mm promus premier stent was advanced, but failed to cross the lesion. The stent was removed and it was noted that the stent strut was lifted off the balloon. Then another 3.50x12mm promus premier stent was advanced, but also failed to cross the lesion. It was noted that the stent was damaged. The stent was removed. The procedure was not completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).